Event description:
It was reported that during a concomitant farapulse and watchman procedure to treat atrial fibrillation, following transseptal access to the left atrium with a faradrive sheath, air was continuously aspirated from the sheath using multiple 20 cc syringes. The sheath had not been flushed and irrigation was not connected. No air was observed in the patient at any time. The sheath was replaced with a similar device, the air issue was resolved, and the procedure was completed. No patient complications were reported.